Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor(gold). No compromised force sensor system alarm noted. Insulin pump passed basic occlusion test and displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump received compromised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.